Manufacturer narrative:
Device is combination product.

Event description:
It was reported that shaft break occurred. A 2.25x28mm promus premier drug eluting stent was advanceed for dilation. However, it was found that the shaft broke. The procedure wa completed with another of the same device. No patient complications nor injury reported.